Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (shunt). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was ruptured upon 5-6th inflation at 10 atmospheres for 40-50 seconds.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole leak approximately 4mm proximal from the distal markerband. Visual examination found no issue with the tip section of the device and with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (shunt). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. The patient condition was stable post-procedure. It was further reported that the lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon was ruptured upon 5-6th inflation at 10 atmospheres for 40-50 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (shunt). A 6.00mm / 2.0cm / 50cm peripheral cutting balloon otw balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. The patient condition was stable post-procedure.